Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a certas plus had backflow of cerebrospinal fluid during procedure on (B)(6) 2020. After implantation, the provider pressed on the flushing reservoir and witnessed cerebral spinal fluid backflow into the ventricle. The product was retrieved from the patient to repeat the testing with normal saline and the valve worked properly. After re-implantation, the same incident occurred with the backflow of cerebrospinal fluid. The surgeon used a different product, 828800pl, with the same pressure setting, and implanted in the same situation and it worked successfully. That physician reportedly pressed on the flushing valve, and cerebrospinal fluid flowed down to the peritoneum without any changes of patient position. There was a 20-minute delay in surgery due to the product problem.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The valve was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.